Manufacturer narrative:
This is one event for the same patient involving three separate products; associated MDR# 1225714-2014-03960,1225714-2014-03961 and 2937457-2014-00953.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2012, after use of the product.